Event description:
Boston scientific crm received information that the physician experienced difficulty placing this right atrial (ra) lead during the implant procedure. The following day loss of atrial capture and atrial sensing were noted. A chest x-ray showed that the ra lead had dislodged. While repositioning the ra lead, the right ventricular (rv) lead dislodged. The physician was able to reposition the rv lead with normal diagnostics. However, everytime the excess lead was wrapped around the device, the ra lead would dislodge. The physician opted to explant the ra lead and plug the atrial port. The device was programmed to vvi. No specific measurements were given. An explant date was not provided. On 6/25/10 - (B)(4) informed us that this device was returned.